Event description:
It was reported that a spectrum iq wireless battery module had an error/improper shutdown issue. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported ¿battery error/improper shutdown¿ was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the corroded radio board. The battery module is unserviceable and requires discard per service procedure. Should additional relevant information become available, a supplemental report will be submitted.